Manufacturer narrative:
(B)(4). No complaint was received with the return of device. Failure event observed during analysis. Final analysis found an insulation abrasion exposing the outer coil at 12.2 cm to 12.5 cm from the connector pin. Abrasions are consistent with constant friction with another inplantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.